Event description:
It has been reported to philips that during patient transfer the table brakes did not work. The system was in clinical use. There was no harm to the patient but a nurse supporting the transfer expressed back pain. A philips field service engineer (fse) inspected the system onsite and replaced the lateral double brake assy ad7 which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in neurovascular diagnostic procedure when the issue occurred, and it was completed as planned. It was reported that during patient transfer the table brakes did not work. A philips remote service engineer (rse) examined the system remotely and mentioned that following a transfer of a patient from the stretcher to the tabletop, the tabletop, which was still braked slid sideways, patient found himself between the two supports, and this was most likely an incident linked to a handling error during patient transfer. The philips field service engineer (fse) visited onsite and confirmed that there was no issue but the operator mishandled, as the operator tried to ¿push¿ the patient from bed to table and the operator was at the wrong side of the table and should have pulled instead of pushed and during the transfer of the patient, the operator must be positioned behind the plate and not in front (stretcher-plate-operator and not stretcher-operator-plate). The fse confirmed that there was no table slippage/ issue with operations and replaced and doubled ad7 lateral brakes to increase braking power. The system was in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no malfunction with the system and the issue occurred due to the user error or mishandling of the system by the operator. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Corrected data: due date, late submission justification.